Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional xience xpedition referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was treating a heavily tortuous and heavily calcified lesion in the proximal right coronary artery. During use of a 2.25x8mm xience xpedition stent delivery system (sds), the stent became dislodged. A snare device was used in an attempt to retrieve the dislodged stent; however, the stent could not be retrieved. The dislodged stent was then crushed against the vessel wall with a balloon. Another 2.25x8mm xience xpedition sds was then advanced; however, experienced resistance and the stent struts bacame mangled when trying to position the device and the stent became dislodged. The dislodged stent was easily removed from the anatomy using a snare device. Another device was used to successfully continue the procedure.